Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the power handle was inserted into the battery charger, and a red flash was found during charging. When the handle was removed, there was rust on the metal on the connection part to the battery charger. There was something found to be adhered to both the handle and the charger that would not normally stick. The handle side was a rusty color, and the charger was a brown color. Furthermore, multiple depressions in the pins in the battery charger were visible, making it difficult to properly attach them to the power handle. It was considered that excessive force caused damage to the battery charger pin during inserting and removing from the battery charger, and liquid leakage was discovered from inside the handle. The power handle was not cleaned with moisture-containing gauze. The handle failed to charge. A new handle and charger were used to resolve the issue. There was no patient involvement.